Event description:
It is reported that the patient had a burn like scar on his throat after having total knee arthroplasty with a zimmer product. It is suspected by the surgeon that the patient may have had a metal allergy.

Manufacturer narrative:
Evaluation summary: x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It cannot be confirmed whether the patient experienced an allergic reaction to the implants. A review of the package inserts for the femoral and tibial components indicates metal sensitivity as a potential adverse effect. Based on a review of the complaint information a definitive cause for the reported condition cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.